Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl".

Event description:
Physician report bia-alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is right side. The status of the device is unknown.